Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion, at 11.9cm to 12.0cm from the connector pin, breaching the right ventricular cable lumen proximal to the suture sleeve tie impression due to friction with the device can. Further analysis found two internal insulation abrasions breaching the superior vena cava cable lumen, at 31.0cm to 32.7cm from the connector pin, and breaching the right ventricular cable lumen, at 38.0cm to 38.7cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.